Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. The noise was not reproducible. It was also noted that the lead impedance was out of range. On (B)(6) 2017, the lead was capped and replaced. The procedure was completed successfully without any adverse consequence to the patient. Patient will continue to be monitored normally.